Manufacturer narrative:
A bci field service engineer replaced the cc sample probe collar wash valve.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the unicel dxc 800 pro synchron chemistry analyzer cartridge chemistry sample probe wash leak. No injury was reported.